Event description:
The facility reports, during a transfer from a wheelchair to the bed, the leg strap slipped off the lift and the resident fell three feet to the concrete floor. The resident sustained a head laceration. The injury was treated with a butterfly band-aid. Five hours later, the resident was taken to the hospital and diagnosed with extensive intracerebral hemorrhage, intraparenchymal hemorrhage, and ventricular hemorrhage. The resident was released and returned to the nursing home three days later. It was reported the resident passed away a month later due to complications unrelated to the fall.

Manufacturer narrative:
The lift involved was not evaluated on-site, as the facility indicated that they were not sure which of the lifts was actually involved. The brand name, model number, or size of the sling involved were not identified, nor were pictures taken. The resident suffered a head laceration, which was initially treated with a butterfly bandage. Medical literature appears to suggest that the diagnosed intercerebral and intraparenchymal hemorrhage can be caused by brain trauma or spontaneously in hemorrhagic stroke. No training date for the caregiver was documented, and it was indicated the caregiver did not follow the nursing home's internal procedure. Based on internal testing by the manufacturer, it has been established that a clip that is placed not the lift and put under tension before commencing the transfer, as indicated in the lifter operating and product care instructions as well as the guidelines for use of the arjo slings, cannot "slip off" the lift, as was reported by the customer. Provided the instructions are followed, the clip will be kept in place by both the occupant's weight and the clip's "keysole" design. The only way to detach the clip during a transfer performed following the manufacturer's guidelines is to manually pull the clip's strap upward and thereby detach the clip. Based on the information received, the manufacturer cannot come to a definitive conclusion of the root cause of the incident. However, based on product knowledge, the manufacturer can conclude that, when the operating instructions for the sling and lifter are being followed, it is not possible for the leg strap to slip off the lift. The manufacturer cannot build a corrective action towards the product, but strongly advise training to the device's opi be given to staff at the facility.